Event description:
Same case as MFR report #:2134265-2010-00805. It was reported that post a coronary stenting treatment procedure, a thrombosis occurred. The patient presented with a myocardial infarction. The de novo lesion was located in a severely tortuous right coronary artery (rca), which was found to be totally occluded with thrombus. The lesion was predilated with a 2.5x12mm apex balloon. A 3.00x12mm veriflex stent was implanted in the mid rca and a 3.0x12mm taxus liberte¿ drug eluting stent was implanted in the proximal rca. Post procedure the flow was slow in the distal vessel and the physician thought that there may be some residual thrombus. The procedure was completed at this time and the stents were well positioned and well apposed. Antiplatelet medications were provided during and post procedure. No patient injuries or complications occurred. Patient's status was satisfactory. A few hours later, the patient presented with chest pain. The rca was again occluded with thrombus. The lesion was ballooned with both 3.0x12mm and 3.5x12mm quantum maverick balloons. No further patient injuries or complications occurred. Patient's status is satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)